Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device was not charging the battery. The battery connector pca pins are broken. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. J2 pins 2 and 8 are damaged.

Event description:
The customer reported the device was not charging the battery. The battery connector pca pins are broken. There was no reported patient or user involvement and no adverse patient/user impact. The reported problem was able to be duplicated during testing in the lab. Therapy connector j16 pins were found lifted, and therefore defib test failure during operational check.

Manufacturer narrative:
Additional information: b5 - added failure analysis lab information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.